Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump exposed with insulin and reservoir leaks insulin. The customer reported blood glucose value of 389 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-7040a, mmt-441ag, mmt-1884, mmt-342. Troubleshooting was performed for the leak and moisture. Advised customer to replace the reservoir. No damage was reported to battery cap and pump passed self test. Troubleshooting did not perform for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-441ag, mmt-1884. Mmt-342 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 1 open/used reservoir (2.0ml clear liquid inside barrel). Transfer guard and plunger not returned; using anew lab transfer guard and plunger, performed pre-fill test (appendix c) and found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found, as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); according to dop114-811doc. Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.